Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post procedure timi flow 3 was confirmed.

Event description:
(B)(4) study. It was reported that during a stenting treatment procedure a vessel dissection occurred. The 60% stenosed, 40 x 3.5mm, target lesion was a de novo lesion located in a moderately tortuous and moderately calcified mid right coronary artery (rca). Following pre-dilation, a 3.5 x 24mm promus element stent was successfully implanted at 12 atm and post dilation was performed. During the procedure a dissection occurred. The dissection was treated with placement of two unspecified 3.5 x 12mm stents at 12 atm and 14 atm respectively. Residual stenosis was 0%. No further patient complications were reported and the patient's status is 'recovered'.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).